Event description:
Additional information received reported that the patient had difficulty recharging her neurostimulator (ins), and noted that the patient's ins had been placed in the same pocket as her previous ins, which she also experienced difficulty charging (see MFR. Rep. # 3004209178-2009-02640).

Manufacturer narrative:
The insulin pump emitted a constant tone and the display was blank due to moisture damage on the electronic assembly.

Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the insulin pump emitted a constant tone. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.